Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument cable was broken. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.